Event description:
The patient had a meningocele proximal to the catheter placement. The meningocele was related to a broken catheter. The meningocele was drained and the catheter was replaced. The patient¿s dose was decreased after the replacement of the catheter. The patient status was reported as ¿alive-with injury¿. The device system was delivering morphine. The diagnostics and patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter. (B)(4).